Event description:
It was reported to boston scientific corporation that a captivator emr device was used during a procedure performed on (B)(6) 2023. During the preparation, they tried to attach the captivator emr onto the scope; however, the wire snapped, and the device became unusable. The procedure was completed with another captivator emr device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 for the reportable event of suture break.